Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger.

Event description:
Information was received from a patient. It was reported that the implantable neurostimulator recharger (insr) was frozen. The patient stated that they received a replacement desktop charger on the date of this report and tried plugging it into the insr, but the insr screen wouldn¿t change from the ¿insr charging screen¿ to the ¿ins charging screen¿ when pressing the ¿start charge¿ key. The patient pressed and released all the buttons on the insr, but the buttons were non-functional. Troubleshooting steps were performed and resolved the issue. The patient was able to see the normal recharging screen with all eight coupling bars. It was further reported that the previous desktop charger that the patient had didn¿t allow them to have good coupling. It was noted that the coupling issues started on (B)(6) 2016, when the patient was implanted. No patient symptoms were reported. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.